Event description:
Event description cpi received information that this implantable pulse generator (ipg) was removed because it exhibited battery depletion. There are no known product performance allegations.